Event description:
It was reported that this lead was explanted and replaced due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of abrasion were noted along the lead body. In particular between 11 cm and 13 cm as well as 7.5 cm proximal to the lead tip the insulation was found rubbed through. The insulation damages can be considered the root cause of the observed oversensing. Based on the characteristics of the damages it is assumed that the lead was subject to severe mechanical stress in the implanted state. Interaction with another implantable device such as a nearby lead should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.